Manufacturer narrative:
It was reported that the device would not turn on. Per good faith effort (gfe) response, the repair will be performed by the dealer. No repair or further service performed by philips regarding this issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not turn on. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The investigation is ongoing.